Event description:
Level 1 rapid infuser would not initially warm, stayed on 27 degrees c. Finally started warming after about 5 minutes. Patient on massive transfusion protocol. Blood product infusion already initiated. Not taken out of service as it started to work for remainder of mtp.